Event description:
A technician discovered that the brakes would not operate on this stretcher.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted the head end hex rod in order to resolve the problem.